Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding. Customer also reported that basal settings were resetting and bolus was not functioning as it should. Customer also reported that battery was depleting quickly. Customer's blood glucose was 300 mg/dl. Customer does not know what caused anomaly. Customer also reported that blood glucose had been 581 mg/dl but declined troubleshooting for high blood glucose. Customer was advised that insulin pump would need to be replaced.